Event description:
It was reported that the patient stated to be experiencing cycling issues with an unknown inflatable penile prosthesis (ipp) due to the pump not sending fluid to the cylinders. No information was provided about the patient's outcome. No more information available at the moment. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.